Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site, and verified that the monitor would lose image when moved around. Fse secured all connections and image was still being lost. He replaced part numbers: color video receiver pcb, dc/ac cable inverter, and display to video receiver cable. After replacing previously mentioned part numbers, image was now projecting as intended without any issues of the monitor being moved around. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had a issue of bad screen. There was no patient involvement

Manufacturer narrative:
In initial MDR g3 date was added as investigation closure date (07/23/2024), but the accurate g3 date is 07/24/2024.

Event description:
N/a.